Manufacturer narrative:
Device manufacturer city - cartago or aibonito. MFR address - cartago: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 or aibonito: rd 721 km 0 3 po box 1389, aibonito 00705 puerto rico. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp standard bore catheter extension set would disconnect from the catheter. It was further reported the sets would "release whether or not they manually tighten the hub to catheter" after a saline injection. This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.